Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement the unit is alarming or red light ; the rexroth valve is stuck and the poppet kit valve is not shifting. The power switch has a short circuit and the ty warps tubing are leaking. No report of patient injury, no additional information provided.